Event description:
It was reported that the pacemaker was observed with connectivity issue. Upon performing manual transmission remotely, radio frequency (rf) telemetry was suspended due to excessive telemetry. Suspension was suspected not to be rf lockout. No intervention was performed at this point of time. The patient was in stable condition.

Event description:
New information received notes that the issue was resolved after the physician acknowledged the alert indicating that the rf telemetry was disabled. The patient experienced no adverse consequences.